Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8590-1, lot# n075970, implanted: (B)(6) 2006, product type: accessory. (B)(4).

Event description:
On (B)(6) 2014, it was reported an alarm was heard and also confirmed by telemetry. The alarm was due to zero ml reservoir volume being reached. Per the healthcare provider (hcp) the pump went empty the day of the report but they don't plan to fill it until (B)(6) and planned to manage the patient outside of the pump until the refill. The pump was used to deliver morphine (20 mg/ml at 3.497 mg/day). No patient symptoms, interventions or outcome reported. Further follow-up was being conducted to obtain information.